Event description:
The customer reported the system intermittently will not boot and error 253 is displayed. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated pcbs and connectors. System operates as intended. (B)(4).